Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative reload was inserted onto the adapter with a pmv handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic surgery right upper lobectomy surgery, after the calibration was completed and the cartridge was attached, the jaws which clamped the tissue would open and closed but did not fire. A manual stapler was used to complete the case. There was no patient injury.